Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an ucl reconstruction on the thumb the tenodesis screw broke off during insertion. The broken piece remains inside the patient. Metal rod is also installed in the patient. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery. Update 03-jan-2021: the implant broke after full insertion to intended depth. As the screw on the ar-1530bc is sitting over a small metal rot, when the item broke inside the patient, a piece of the metal rod also broke off and is remaining in the screw in the patient.